Event description:
It was reported that the iab was in use for 12-18 hrs when the pump began experiencing kinked catheter alarms. Blood was observed in the helium tubing. Because of this, the iab was removed. A reinsertion was not indicated. There were no associated pt complications.